Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 580 mg/dl on the night prior to the call. Customer treated with the insulin pump. Blood glucose level at the time of the call was 294 mg/dl. The customer was instructed on the bolus process. The insulin pump was not replaced or returned for analysis.